Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 209 mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The caller mentioned that the device was dropped before the alarm occurred. She stated that the device has a crack at the reservoir compartment. The mother stated that when she pressed the opposite end of the reservoir compartment, the insulin is pushed out. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with cracked reservoir tube lip and missing end cap sticker.